Event description:
It was reported that the patient had inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure wherein an MRI (magnetic resonance imaging) compatible device was implanted. The patient was doing well postoperatively. Additional information was received that the explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively.